Manufacturer narrative:
The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the reported event cannot be conclusively determined. It is presumed that the e102 (flickering clv lamp out) occurred due to a temporary malfunction such as an internal battery unit in clv-s190, an igniter or main circuit board. Reported phenomenon likely occurred due to a temporary malfunction of the control board (dp board) inside otv-s190 that had been connected. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the reported issue was not duplicated. Device was visually inspected and found no issue with the interior of the device and all observed all parts are intact. The device was found equipped with the olympus xenon lamp and lamp reading showed a 300 hours usage within normal range with adequate thermal grease. The light source was tested with olympus test cv-190 and found no error e102 occurred during testing. The main lamp and spare lamp were both found working with no issue observed. The ignitor unit was found functional and the light source did not switch to spare lamp during 2 hours burn-in testing. Based on the evaluation findings, the reported complaint was not duplicated. The light source is functional.

Event description:
It was reported that the device clv-s190 exhibited an error message of e102. The issue occurred during preparation for use. No patient involvement on this report, no user harm or injury was reported.